Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl. Customer also reported that, there was a blood at the site the infusion set cannula was bent. Customer stated when she injected hr infusion set it hurt and when she when removed it started bleeding out a lot ,when she place pressure continue to hurt more. Customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.